Manufacturer narrative:
An investigation has been initiated. When the investigation is completed a final report will be submitted.

Event description:
Port noted to be malfunctioning. Chest x-ray showed a dense linear structure within the port catheter (green wire).

Manufacturer narrative:
The guidewire fragment that was returned is a ptfe coated guidewire and measured 0.018" in diameter. The kit involved is packaged with a 0.035" uncoated, stainless steel guidewire. A review of the manufacturing and inspection procedures verified that this type/size of guidewire is not used to verify patency of the port or the catheter. The investigation could not determine when or how the segment of the wire came to be in the port lumen. The wire was not packaged in the insertion kit.